Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the high impedance and oor was unknown. They programmed around the affected electrodes and set the amplitude to the patient's comfort.

Event description:
It was reported that the patient has the implantable neurostimulator (ins) for off label use. When the patient attempts to use his controller, they see "settings not available. Cannot provide your desired intensity settings" on the controller. Electrode impedance: electrodes 9 and 11 are out of range. Reference 0:1: 1560 ohms8: 2440 ohms10: 2280 ohms12: 2170 ohms14: 2210 ohms reference 10: 1560 ohms8: 2360 ohms10: 2210 ohms12: 2080 ohms14: 2110 ohms reference 128: 2610 ohms10: 2470 ohms14: 2340 ohms reference 148: 2690 ohms10: 2470 ohms0: 2210 ohms. The patient uses group b. While programming with the manufacturer representative's (rep) tablet, he is not seeing any error/warning messages. The rep decreased b1 to 0.0 as patient do not use those electrodes. After reprogramming, the patient is not seeing any error messages on the controller. Additional information was received from a manufacturer representative (rep) reiterating that the patient has high impedances on contact 9 and 11 but 0-7 contacts are fine. The patient has program 1 with 0-7 contacts and program 2 with 8-15 contacts (specifically 8, 10, 13 and 14) and they can increase program 2. However, when they attempt to increase program 1, they are getting "settings not available". It was reviewed that once system is in out of regulation (oor), they won't be able to increase anything, even if the program 1 electrodes have normal impedance. It was reviewed that even elevated impedances can cause system to go into oor and they may need to reprogram or have patient increase on program 1 first and then see how high they can increase on program 2 to attempt to get some therapy.

Manufacturer narrative:
Common device name/if ind/preanda, give protocol #: please note that this device was used in an off-label manner as it was implanted for dbs therapy indications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.